Event description:
The insulated portion of the harmomic scalpel got hot. (It is not supposed to be hot.) The patient's neck was burned. From operative report: inspection of the skin demonstrated approximately a 2.5 to 3 centimeter area of superficial irregular burn consistent with where the insulated portion of the harmonic scalpel did contact the skin. Of note, care had been used during the case to retract the skin with dural retractors.